Manufacturer narrative:
The device analysis has been completed. Analysis found no fault with the device. The bur locked and un-locked without any issues. Pre-repair temperature testing was performed. The following are the pre-repair temperatures at 1 minute: 89.8 degrees f, 85.7 degrees f and 88.3 degrees f. Unit passed all functional checks. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation was not performed; product was not returned for analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the handpiece heated up after using for a short time. The handpiece heated up in less than a minute. The surgeon felt that the distal end of handpiece was heating up. The procedure was completed with another handpiece. There was no patient impact.